Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient's spouse called global field surveillance and during that call she stated that she only changes out the affected bag when she figures out that there is a problem with the frangible. Product surveillance (ps) contacted the caregiver (cg) who did not mention reuse of supplies. Additional information was not available. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.